Event description:
While attempting to exchange the catheter over a guidewire during the aorta-byfem graft the catheter fractured cleanly shearing off the radiopaque tip. The tip was observed under fluoroscopy and snared out of the body in its entirety. The original procedure was resumed and completed without incident.